Event description:
Dental surgeon claims that blades are "too sharp" and reported that 4 to 5 blades were sharp on both sides which resulted in a 4 to 5 patients being cut at the side of their mouth, requiring 2 or 3 stitches each.